Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #0, #1, and #2 keys to be working intermittently caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad, with the #0, #1, and #2 keys working intermittently. It was also reported that there was no patient involvement.